Event description:
It was reported that the patient received inappropriate therapy. At follow-up, low impedance was noted. A message was received stating that the hv circuit was damaged. The patient felt a small shock when attempts were made to charge the capacitor. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned. Analysis found external abrasion proximal to the suture sleeve at 47.0cm - 47.7cm from the distal tip consistent with friction against the ICD can. Rv cables were abraded and melted indicating shorting against the ICD can, which could cause the reported low hv impedance. Elevated thresholds were not confirmed.